Manufacturer narrative:
(B)(4). Eval results: (endoleak, rupture), (unk cause of endoleak).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 22 months ago. Aneurysm and vessel morphology from the original implant are unk. It was reported that the original bifurcated stent graft was implanted lower than intended (MFR#2953200-2010-02282) there was no intervention performed at that time. It was reported one month post implant, there was a proximal type 1 endoleak in which 2 talent aortic cuffs were implanted. Recently, the pt presented with abdominal pain and the aneurysm was found to have ruptured, this was attributed to a proximal type 1 endoleak. A talent converter was implanted to treat the rupture and the endoleak, but because the proximal cuff was right at the level of the renal arteries, the converter needed to be placed higher. The converter was fenestrated on the left side. A fem-fem bypass was performed. The endoleak was resolved, the pt stabilized. No clinical sequelae were reported, and the pt is fine.